Manufacturer narrative:
G4:27may2021. G5:510k: k102985. B4:24jun2021. The device use is unknown. There was no patient or user harm reported. There was no delay to the patient's therapy.

Event description:
The customer reported that a ventilator's battery did not work and when plugged into alternate current (ac) it turns off from time to time. The device was evaluated by the customer and an international philips field service engineer (fse) who confirmed the reported problem. The fse replaced the battery and the power supply board. The device was reported to have been fixed. Patient or user involvement is unknown.